Event description:
A 2.5 mm diameter by 12 mm length stent delivery system was inserted for treatment of a lesion in the circumflex artery. Vessel morphology and lesion stenosis are unk. It was reported that the physician attempted to insert the stent delivery system and was unable to cross the lesion; the device was then removed from the pt. When the stent delivery system was removed from the pt there was no stent on the delivery balloon. The stent was stripped off the delivery balloon in the om off the circumflex. The stent was successfully snared and removed from the pt. The case was completed with another MFR's stent. No add'l clinical sequelae were reported and the pt is fine.